Event description:
It was reported the patient underwent a shoulder revision converting an anatomic shoulder arthroplasty to a reverse configuration due to metallosis and polyethylene wear. Intra-operatively, the humeral head was found articulating with the central glenoid post after the glenoid component had worn through. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): 110003486 (unknown). 110031425 (67478448). 110031402 (67652521). 113053 (720460). 118001 (148770). Pt-113950 (36490). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.